Manufacturer narrative:
(B)(4). No additional info has been received.

Event description:
On or about (B)(6) 2009, [am] went to medical district surgery center for cervical spine fusion surgery by (B)(6), md. Dr, performed an anterior cervical microdiscectomy, c4-5, including partial corpectomies at c4 and c5 and mini decompression of spinal cord and exiting c5 natural foramen, anterior cervical fusion, c4-c5, reconstruction with biomechanical interbody fusion cage, anterior cervical plate instrumentation and harvesting iliac crest bone morrow for autogenous transplantation and using guidance with intraoperative image fluoroscopy. During the procedure, dr (B)(6) implanted a 9mm cervical peek, plate screws and products, without surgical complications. On or about (B)(6) 2013, [am], returned to dr (B)(6)'s office for symptoms in her cervical spine. She underwent a cervical spine x-ray which allegedly showed the surgical screws were broken at the c4 level. Dr (B)(6) subsequently performed an anterior cervical decompression fusion revision surgery at the medical district surgery center to remove the hardware.